Event description:
A false positive result was observed on the advia centaur xp hcv lot # 228 at this facility. The result was considered discordant when compared to a negative result from another (B)(6) test method. The customer had noted a similar issue from a different patient sample last week but there was no sample available for further investigation. There was no known report of adverse health consequences due to the (B)(6) advia centaur xp (B)(6) result.

Manufacturer narrative:
(B)(4). Internal studies confirmed that this increased reactive rate is within the overall negative percent agreement as stated in the performance characteristics section of the instructions for use, distributed in the us : (B)(4).

Manufacturer narrative:
The cause of the (B)(6) result for (B)(6) lot # 228 is being investigated. The IFU states in the interpretation of results section: "samples with a calculated value greater than or equal to 1.00 index value are considered reactive for igg antibodies to hcv. It is recommended that the sample be repeated in duplicate. If 2 of the 3 sample results are less than 0.80 index value, the sample is considered nonreactive. If 2 of the 3 sample results are greater than or equal to 1.00 index value, the sample is considered reactive and supplemental testing of the sample is recommended. If 2 of the 3 sample results are greater than or equal to 0.80 index value and less than 1.00 index value, supplemental testing of the sample is recommended."